Event description:
It was reported that during the implant procedure, the physician encountered difficulties when attempting to place the atrial lead. The patient experienced a drop in blood pressure and an effusion, and the physician suspected that the lead had perforated the atrium. A pericardiocentesis was performed, and the atrial lead was eventually placed. The physician felt that the lead was not the issue, but that the patient had a thin atrium. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.